Manufacturer narrative:
The bwi product analysis lab received both the complaint device and photographs of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a atrial flutter left (l-afl)) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was pushed in. The hemostatic valve separated from the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. No patient consequences were reported. The white valve was pushed in, so there was no longer a seal. A bwi company representative observed the device and stated that the valve was still in one piece. The hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient as this was noticed during prep. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 18-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent a atrial flutter left (l-afl)) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was pushed in. The hemostatic valve separated from the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. No patient consequences were reported. Device evaluation details: according to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. Additionally, the physical product was analyzed. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record evaluation was performed for the finished device [00001869] number, and no internal actions related to the reported complaint condition were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).